Event description:
It was reported that the insulin pump is having issues with insulin delivery. The blood glucose reading is 122 mg/dl. Customer stated that she had to make multiple attempts to get the correct amount delivered. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.